Event description:
Literature was reviewed regarding ¿ volumetric analysis of effectiveness of embolization for preventing type ii endoleaks following endovascular aortic aneurysm repair¿ the time frame of the study was over two years. Multiple manufactures products were implanted in the patient population including endurant stent grafts. Among the patient population the following malfunctions occurred: ia endoleak no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿volumetric analysis of effectiveness of embolization for preventing type ii endoleaks following endovascular aortic aneurysm repair¿ sun y, cai hb, yang d, li wy, zhao w, hu jh, li m,peng ms, yuan f, qing kx. J vasc surg. 2023 mar;77(3):752-759.e2. Doi: 10.1016/j.jvs.2022.10.033 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.